Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. This MDR represents the third report.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: description of incident: on two occasions, on 2 different patients, by two different manipulators, there was a ¿leakage¿ of blood at the junction between the ¿blue¿ plastic part and the flexible part of the catheter. This is the same lot: 4002298 expiry date 31/12/2026. The incident occurred again on (B)(6) 2025 with another batch: 4110944, expiry date 31/03/2027. This is a third current patient condition: significant patient. Blood leakagerisk of the flexible part of the catheter becoming stuck in the patient's vein. Actions taken in care facility to manage the patient: change and insertion a new catheter. Quarantine of batch: 4002298 and declaration to the laboratory third manipulator different from the first two. I confirm that there was a third incident on (B)(6) 2025 with the same reference 381823, hence the second report. Lot: 4110944 (different from lot: 4002298 of the on (B)(6) 2025 incident). Blood leakage due to rupture at the junction between the flexible part and the blue plastic part of the catheter.

Event description:
No additional information

Manufacturer narrative:
Investigation results: as we would be very interested in examining product that does not meet your expectations and our quality standards, unfortunately the sample your facility sent was inadvertently lost or misplaced by the courier. We were unable to fully investigate this incident. If the sample becomes available, the report will be re-opened and an investigation will take place. A device history record review showed no non-conformances associated with this issue during the production of this batch.